Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient underwent revision decompression and fusion at l4-s1. Post-op, the patient has an adverse reaction to having bone morphogenic protein(bmp) implanted in her. Patient symptoms were a low grade temperature and fatigue which may have been an inflammatory response to the bmp.